Event description:
Clinical Narrative:Impella CP was inserted via right femoral artery in a 65-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidity was known coronary artery disease. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. Prior to insertion the patient was supported by inotropes and vasopressors.On the day after insertion the patient vomited in the overnight and after the patient movement there was a hematoma at the Impella access site. Manual pressure and a Femostop were applied and the bleed resolved. The groin was noted to be soft and pulses were intact. The Activated Clotting Time (ACT) at the time of the bleed was noted to 302 seconds which is above Abiomed recommendation trending ACT of 160 seconds to 180 seconds while on support. Additionally, the patient was on both anticoagulants and antiplatelets which may have contributed to the bleed.Also on the day after implant, there was concern of hemolysis due to red urine. The lab value of lactate dehydrogenase had also risen to 2188 IU/L 7/20/2026 from a prior noted value of 1968 IU/L. To assess and troubleshoot the pump position was assessed and noted to be in incorrect position, measuring 4.2-4.4cm when Abiomed recommendations is to position at 3.5cm below the aortic valve annulus. One liter of intravenous fluids was also given to troubleshoot.While on support the the device functioned as expected, Performance Level P-9 with 3.7L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.Hemolysis occurred during the pump support and due to the clinical information reported the device cannot be ruled out as a contributing factors as it can have an impact on the shear stress of red blood cells.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.